Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 300 units of insulin additionally it was reported that the insulin gauge was inaccurate.. Customer¿s blood glucose ranged from 90-230 mg/dl. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.